Manufacturer narrative:
(B)(4) d10: concomitant medical product.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced vomiting and hyperglycemia. The cgm was reading low and the blood glucose reading was 700 mg/dl. The patient called emergency medical services (ems) and was stabilized by emergency medical technicians (emts) with fluids and insulin but declined transportation to the hospital. Additionally, the patient reported that a needle, possibly from the patient's insulin pump, did not get inserted into the patient's skin. At the time of the report, patient was recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.